Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was isolated to multiple defective components on the c/a board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged charger.